Event description:
Patient was revised to a proximal femoral nail antirotation (pfna-ii). There was no adverse event during the revision surgery. However, the patient's bone appears to be very brittle and the trochanteric region was having slight cracking during the nail insertion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): the complaint indicated that the patient had a nonunion and a post-op broken plate which required additional surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018 patient had a follow-up (post-op 10 months) to find out that the locking compression plate (lcp) proximal femoral plate was broken across the fracture site. According to the surgeon, the patient was on medication for osteoporosis, therefore, the patient was having delayed union. Originally, the patient had an unknown surgery with lcp proximal femoral plate, two (2) proximal 7.3mm cannulated screws, one (1) 5.0mm cannulated screw and five (5) distal locking screws on (B)(6) 2018, to fix the left subtrochanteric fracture. The surgeon decided to do a revision of a broken lcp proximal femoral plate and a non-union on (B)(6) 2018. There was an adverse event to the patient reported. Concomitant device reported: 7.3mm cannulated screw (part#02.207.080, lot# unknown, quantity 2); 5.0mm cannulated screw (part#02.205.065, lot# unknown, quantity 1); distal locking screw (part#213.336, lot# unknown, quantity 1); distal locking screw (part#213.332, lot# unknown, quantity 2) and distal locking screw (part#213.334, lot# unknown, quantity 2). This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.